Manufacturer narrative:
Failure event observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion was noted at 8.3 cm to 10.2 cm from the distal tip which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.